Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. The 3.0 x 15 mm otw trek balloon was prepared per the instructions for use, prior to use in the anatomy. The trek was advanced without issue; however, the balloon could not be inflated. It is unknown what pressure the balloon was attempted to be inflated to. There was no resistance during removal. The physician suspected that a balloon rupture occurred. A new 3.0 x 15 mm otw trek was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture and inflation issue were confirmed. Based on scanning electron microscopy (sem) results and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.